Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed loss of prime warnings associated with zero force. During eval the pump did not dispense insulin from the cartridge during the load step.

Event description:
The pt's mother reported that two days prior to calling animas when the pt was changing the cartridge, the pump dispensed insulin during the load step. She stated it happened again the day she called. The pt's blood glucose level reportedly registered 25 mmol/l at school and the pt was given correction doses while at school. This situation is not indicative of a serious diabetic injury as there were no alleged symptoms and no medical treatment sought from a health care professional. It was not stated whether the pt performed priming operations while the infusion set was connected to her body.